Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during radical hysterectomy while performing tissue resection, one of the device mandibles was fractured. The tip of the device broke off into the patient cavity but was pulled out at once. They took it off by hand. They sealed a tissue not more than 5mm. They opened alike device to complete the case. There was no patient injury.